Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. G5: device code is 510k exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product is bent and has a leak. There was no patient involvement. No harm reported.

Manufacturer narrative:
One device was received for investigation. During visual inspection the device was observed to have its coupler and gauge deformed. The reported issue was confirmed during functional testing, when the device was observed to be leaking. The investigation attributed the observed condition to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device pressure gauge and coupler were replaced.